Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report the clip deployed on the leaflets and chords and the clip moving post deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was noted to be difficult. After deployment, it was noted the third clip turned sideways. It is possible some of the chords may have been grasped however there was no evidence of chordal rupture or tissue damage. The clip was stable and the mr reduced to 1 therefore the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Correction: device manufacture date: dates updated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history record identified no other incidents reported for clip movement. Based on the information reviewed, a definitive cause for the partial clip movement(migration) could not be determined. Foreign body in patient appears related to procedural conditions, as some of the chords were grasped. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Updated the expiration and manufacturing dates.